Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation result: received = 1x propex pixi unit sn: (B)(6). Propex pixi unit, sav no defect, no defect was found. Customer need to check cable!!

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. No injury.